Event description:
It was reported that the ventilation stopped when the anesthesia system was in automatic ventilation mode. Technical error codes indicating open safety valve, pressure sensor error and apl (adjustable pressure limit) pressure exceeded were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the anesthesia system on site. The inspection revealed that the inspiratory pressure transducer printed circuit board (pcb) was defective and that the reported issue was resolved by replacing it. The evaluation of the received device logs confirms the reported problem. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The replaced part was kept by the customer and can therefore not be investigated. Our conclusion, based on the fse investigation and evaluation of the logs, is that the reported failure was caused by the inspiratory pressure transducer pcb.